Event description:
A surgeon reported that a metal piece was found in the eye after procedure completion. The surgery was finished with the metal piece remaining in the eye because it was too small to remove. The surgeon suspects that the metal might have chipped from the phaco tip. Additional event details and a product sample have been requested for this case.

Manufacturer narrative:
A product sample is expected, but has not yet been received at the mfg site for eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).